Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 088 call service alarm. During testing, the pump was powered on with no alarms occurring. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no corrosion or damage was observed inside the pump. The complaint of a cs 088 call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment and the battery compartment threads were stripped. A test cap tightened securely and was used for all testing. Also unrelated to the complaint, investigation revealed that the bolus button was torn and punctured. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.